Event description:
It was reported that the patient had a sustained episode that started off as ventricular tachycardia (vt) and deteriorated to ventricular fibrillation (vf). The subcutaneous implantable cardioverter defibrillator (s-ICD) appropriately shocked the patient, but did not convert the arrhythmia until the fifth shock. It was noted that the patient has gained approximately 15 kilograms since implant. Their electrolytes were normal and there is no evidence of the patient being dehydrated. It was suggested that they obtain a new x-ray for review. Review of the x-ray at implant does show space between coil and sternum and tissue between can and thorax wall. However, shock impedance at implant was 75 ohms. The patient also had one successful appropriate therapy two years earlier. Currently system impedance was at 130 ohms and 122 ohms on the delivered shock. New x-rays were taken and technical services (ts) was consulted to review the information. The s-ICD remains implanted, and no adverse effects were reported. Additional information was received that upon review of the data, ts suggested further troubleshooting and additional x-rays as the imaging may show the electrode slightly superficial. Ts noted that since implant the shocking impedance has been rising and may point to adipose tissue being present. The clinic informed the field representative that a revision procedure had been performed where the physician created a more intermuscular pocket and tested the impedance measurement at 88 ohms with a 65 joule shock and no undersensing. The electrode remained implanted, however the s-ICD was explanted electively due to estimated time remaining to avoid an additional surgery in the near future. A new s-ICD was successfully implanted. Induction with the replaced device went well and impedance measurements went back to optimal values. No additional adverse effects were reported. The device is not expected to be returned for analysis as the hospital kept the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.